Event description:
The lay user/pt contacted lifescan alleging that the onetouch ultralink meter was not powering on. The reported power issue was not resolved without troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.